Event description:
Philips received a complaint by the on the v60 indicating that the cpu tray cover needed to be replaced because the foot portion was broken. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per good faith effort (gfe) response, the cpu tray cover needed to be replaced because the foot portion was broken. Once the cpu tray cover was replaced, the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.